Event description:
Healthcare professional reported, left side silicone "deflation". Confirmed with a mammogram. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as surgical impact opening (shell thickness within specification). Missing shell assessed, as inconclusive and one opening device assessed, as surgical damage. Additional observations: stress marks are observed, assessed as non-penetrating nick. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side silicone "deflation" confirmed with a mammogram. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted and replaced.